Manufacturer narrative:
Concomitant medical products: protamine, 6f brite tip sheath. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamp tube of the 6/7f mynx grip vascular closure device (vcd) remained in the device housing and the sealant did not deploy. The device storage temperature did not exceed 25 °c; however, it was suspected that there was a possibility the device involved could have been exposed to temperatures exceeding 25 degrees celsius, during shipment. The location where the sealant stuck to was at the advancer tube distal tip. 100 percent of the sealant was stuck to the device component. Therefore, hemostasis was achieved with manual pressure 30 mins or less/protamine. There was no reported patient injury. The patient recovered. The patient¿s hospitalization was not extended, and the patient recovered after the mynx event. The procedure used a retrograde approach. The device was intended to be used following an interventional peripheral procedure. The device was stored, inspected, handled and prepped as per the instruction for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was minimal vessel tortuosity. There was minimal presence of pvd / calcium in the vicinity of the puncture site. The physician was a very skilled user of mynx grip for several years deployed device as usual. The deployer was trained to mynxgrip device. The stick location was normal. A 6f brite tip sheath was used in the procedure. The vessel size was 7mm. The user shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the tamp tube of the 6/7f mynxgrip vascular closure device (vcd) remained in the device housing and the sealant did not deploy. It appeared as though the sealant was stuck on the end of the advancer tube as, when the physician pulled back the sheath, the advancer tube did not remain visible and the sealant was on the end of the device. There was no reported patient injury. The patient recovered. The patient¿s hospitalization was not extended. The device storage temperature did not exceed 25 °c; however, it was suspected that there was a possibility the device involved could have been exposed to temperatures exceeding 25 degrees celsius during shipment. The physician was a very skilled user of mynxgrip for several years and deployed device as usual. The deployer was trained to mynxgrip device. The device was intended to be used following an interventional peripheral procedure. The device was stored, inspected, handled and prepped as per the instruction for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was minimal vessel tortuosity. There was minimal presence of pvd / calcium in the vicinity of the puncture site. The stick location was normal. A 6f brite tip sheath was used in the procedure. The vessel size was 7mm. The user shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. Manual pressure for 30 mins or less was used to achieve hemostasis. The physician then used protamine, as is their standard practice. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath and syringe were not returned with the device. The condition of the returned device indicates a device failing to deploy. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, resistance was felt when the device shuttled down. It was found that the sealant adhered to the device components and prevented the shuttle from being advanced distally. The sealant was loosened from the device components. The shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the sealant¿s grip tip of the returned device was exposed to moisture/blood and adhered to the device components, which may have contributed to the reported failure. The tamp locks were also inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2000605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.